Event description:
Caller states the patient tested 6.2 inr on the coaguchek xs system and 3.8 inr on a comparison lab. Coumadin was held based on both results. No adverse event reported. Requested return of suspect system and replacement was sent.